Event description:
A report was received that a patient had a pocket revision to relocate his implantable pulse generator (ipg) because it was pressing against a bone and causing him pain. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.